Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information..

Event description:
It was reported that the procedure was to treat an eccentric, 80% stenosed, de novo lesion in the mildly tortuous iliac artery. With an unspecified 6fr st. Jude medical brand sheath placed, pre-dilatation was performed in the right iliac artery using a 6mm x 40mm x 80cm armada 35, followed by stent placement in the iliac. An attempt was then made to treat the femoral artery with a 7.0mm x 29mm x 80cm otw omnilink elite balloon expandable stent, however, resistance was felt against the 6fr sheath during advancement; no force was applied. The stent system was withdrawn from the sheath with resistance felt and force applied. Upon withdrawal, it was noted that the stent strut was kinked. The lesion was successfully treated with an absolute pro stent resulting in 20% post-procedure stenosis. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). Visual inspection was performed on the returned device. The reported resistance with the introducer sheath was not confirmed because the introducer sheath was not returned and the stent was damaged. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot revealed no other incidents. It should be noted that the IFU instructs: should unusual resistance be felt at any time during either vessel / duct access or during removal of an undeployed stent, the stent delivery system and introducer sheath should be removed as a single unit. Failure to follow these steps and / or applying excessive force to the stent delivery system can potentially result in loss or damage to the stent and / or stent delivery system components. The investigation was unable to determine conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.